Event description:
Ous MDR - after an implantation period of approx. 64 months, oversensing on the ventricular channel was reported. The patient received inappropriate shocks. The lead was explanted.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approximately 50 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead fragments. On the distal part of the lead fragment, the insulation was rubbed through. This damage can be considered the root cause of the reported inappropriate shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.